Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported she had "painful jabs right in the middle of her chest" and getting worse over time/intermittent for 1 1/2 to 2 years. She understood it happens when "bottom kicks in" on her pacemaker per her physician. She had an appointment scheduled on (B) (6) 2010 with her physician to discuss this issue further. The device remains implanted. No further patient complications were reported as a result of this event.